Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The tip of the returned device was found to have fractured in half and separated from the handle of the instrument. Visible impact marks could be seen on the strike plate area, however, no visible damage was seen on the prongs surrounding the tip. Scanning electron microscopy (sem) analysis suggested low cycle fatigue culminating in bending overload with a possible crack initiation site identified. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned

Event description:
It was reported that the instrument fractured when it was impacted. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.